Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. The unit was disassembled, and the bearings in the nosetube were observed to be damaged and covered with dried biological debris. In addition, the lubricant in the bearings in the elbow and base of the attachment had dried out, causing vibration/rattling. This condition is indicative of improper cleaning of the device at the customer site. If additional info is received, a supplemental report will be sent.

Event description:
Report was received from USA stating that the device cannot insert the cutter. It is known that the device was not being used during surgery. It is known there were no injuries. It is unk if medical intervention was reported. There was no additional info provided.